Event description:
It was reported that the patient presented to clinic with inappropriate atp and hv therapy for an svt episode. Programming changes were made. The patient condition was fine. Routine monitoring will continue.